Manufacturer narrative:
E1 facility name: (B)(6) hospital. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed and the auto dimming failure was unable to be reproduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera elite xenon light source had an auto dimming failure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.